Manufacturer narrative:
Event site name: (B)(6) hospital. Event site postal code: (B)(6).

Event description:
It was reported by the customer that during equipment inspection the cs100 intra-aortic balloon pump (iabp) automatically shuts down after being turned on for a period of time. No patient involved. No harm is reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that upon on-site inspection of the equipment, it was found that the device shuts down frequently. The pump shuts down shortly after being turned on and cannot access the background processes/backend. It is stated that the alternating current has been switched on. There was no alarm sound, no leakage or blood identified in the equpment. It was stated that the unit should no longer be used. On-site inspection of the equipment revealed that the machine was shutting down frequently, requiring replacement of spare parts. The customer did not agree to the repair. Should the customer provide po approval at a later date, the complaint will be re-opened and further evaluated as appropriate.